Event description:
Customer's grandmother reported customer's insulin pump has been going through batteries faster than normal. She also reported the device is alarming no delivery during a bolus delivery. The battery did not last longer than one week. Customer uses energizer batteries. Customer was advised of the possible caused of shorter battery life. She was advised to clean the battery cap and insert a new battery. A replacement battery cap was sent. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.